Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that they experienced low blood glucose levels of 40 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that their sensor would start alerting every time she lays down. The customer did not return the product back for analysis.